Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the cable was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken cable by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's type of investigation and instructions for use statement.g2 - checked "other" to add the country france. The following information is stated in the instructions for use which may have prevented the event: "do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. When the device was connected to the video processor, the endoscopic image was not displayed. The camera cable had a failure. Error e225 (camera head error) was displayed. The housing was buckled the exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This is a supplemental report to correct aware date of the reported event. The correct aware date was august 17, 2021, not august 24, 2021 as reported in initial MDR.